Event description:
This study compared the results of multiple percutaneous endovascular aneurysm repair (pevar) procedures using proglide, prostyle, and non-abbott devices. The intention of this study was to compare the vascular complications for pevar procedures using different techniques for closure. One group used a dual technique involving two perclose devices and the other group used a hybrid technique involving one perclose device and one non-abbott device for vess both the pre-close technique were used for closure of the common femoral artery. The rate of vascular complications were low; however for proglide and prostyle, included the following: six procedures failed to achieve hemostasis, causing bleeding. This required the use of additional devices. One patient developed a small pseudoaneurysm post procedure, which was treated with medication. 2 deaths occurred; however, none were related to the use of proglide or prostyle devices. The article concluded that the hybrid technique reduced immediate hemostasis failure and adverse patient effects compared to the dual technique. Specific patient information is documented as unknown. Details are listed in the attached article, "single-center experience on the elective hybrid combination of single perclose + angio-seal vip 8f compared with standard dual perclose during percutaneous endovascular aortic aneurysm repair".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under a separate medwatch report number. Attachment article titled: "single-center experience on the elective hybrid combination of single perclose + angio-seal vip 8f compared with standard dual perclose during percutaneous endovascular aortic aneurysm repair" . B3 - date of event: estimated d4- the UDI is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The photographs in the journal of endovascular therapy, provided as supporting evidence in the corresponding incident report were reviewed and did not confirm an abbott device malfunction or a probable cause for an adverse event. The patient effects of hemorrhage, pseudoaneurysm are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.